Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported that the patient's pump had been empty for quite some time. A dye study was performed and the left pump was not able to aspirate and no dye was injected. The hcp referred the patient for magnetic resonance imaging (MRI) before next steps. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". Surgical intervention was planned but not yet scheduled. The patient's weight and medical history was asked but unknown. 2024-07-10 e1 (rep, hcp) additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the pump had been empty for some time and the (hcp) was aware of it. It was reported that the pumps were left empty by the hcp and intervention was planned to replace parts of the patient's system but the case had not been scheduled at this time. The cause of the inability to aspirate the catheter was not known. Surgical intervention was planned for the future.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h840696910 serial# implanted: (B)(6) 2012 product type catheter product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2020; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 16-sep-2014, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6) ubd: 13-may-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.